Manufacturer narrative:
G4: 06oct2020. B4: 23oct2020. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that with the ac and power connected the led is illuminated in the power switch, but when the power switch is pressed nothing happens. The customer stated that when the battery is disconnected the power switch led changes from amber to green, and then the unit alarms and the alarm led flashes. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse confirmed that the unit would not power on. The power management pcba was replaced which resolve the issue. The device passed performance assurance testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28oct2020. B4: 29oct2020. H11:b5: it was reported to philips that the device would not turn on in either ventilation or diagnostic mode and had a battery failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Power management board (assy,pcb,pwr mgmt,v8000) was returned for analysis. Visual inspection of the power management board revealed no anomalies. A failure investigation (fi) technician installed power management board into a fi ventilator to verify the reported problem and test the functionality. The reported complaint was verified with the root cause of a failure of regulator ic u11. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
The customer reported a ventilator that would not turn on in either ventilation or diagnostic mode. There was no patient involvement or harm.